Event description:
It was reported that the harmonic ace curved shears stopped working during the case. There was no medical intervention or adverse consequences to the patient, and the procedure was completed successfully. The procedure was delayed five minutes to retrieve a new device.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device revealed biological material on the distal tip and an indention in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested and gave an error code 5. The rod was inspected for fractures, and a crack was observed on the blade as well as gouges. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The instructions for use for harmonic ace curved shears state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿